Event description:
It was reported by repair work order that the customer alleged that the brakes could not remain engaged. Upon inspection of the unit by the service technician, it was identified that the brakes could not be engaged.

Event description:
It was reported by repair work order that the customer alleged that the brakes could not remain engaged. Upon inspection of the unit by the service technician, it was identified that the brakes could not be engaged.

Manufacturer narrative:
The brakes could still be engaged using an alternative pedal. Only the side control pedal was impacted by the event. The unit could still be put into brake using either the head end pedal or the foot end pedal.